Event description:
Had essure implanted in left fallopian tube, had to have iud implanted as well to prevent having babies. Had major pelvic pain, fatigue, headaches, bad periods, broken teeth, gained weight. Was referred to ob/gyn and went to have iud removed but it could not be found until a pelvic and stomach ultrasound was done. Iud was found lodged in my uterus behind my bladder. It was decided to have my tubes, uterus and cervix removed to have all of the medical implants taken out of me that were causing all of these problems.